Event description:
The customer alleges that the swivel connectors came apart when they wer taken out of the package. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed on the reported lot# 76g1400140 and it was manufactured on 07/10/2014. There were no issues found during the DHR review related to the reported complaint. A document assessment (fmea-d005116) was conducted and no changes were required. From the picture provided it appears the "swivel connectors came apart out of the package" however, the device sample was not received at the time of this report for investigation. Therefore, the customer complaint cannot be confirmed anda root cause cannot be determined. If the defective sample becomes available for investigation, this complaint will be updated accordingly. However, teleflex will continue to monitor and trend similar complaints.